Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the machine uses to charge was completely broken down and it was confirmed that it was the recharger antenna that was completely broken down. Recharger antenna was damaged. Additional information was received from a healthcare professional (hcp) and manufacturer representative (rep). It was reported that the ICD diagnosis code was ¿scs dysfunction.¿ the hcp did not have further information about this. The hcp mentioned the patient had a lumbar spine scan on (B)(6) 2018. The hcp stated the patient did not have any of the equipment with them. The hcp stated a replacement antenna was sent to the patient, but they were in the hospital when it was attempted to be delivered. The package was not left at the patient¿s residence. The hcp indicated the ins was depleted. The package was at a (B)(6) facility, but the patient cannot read or write and only speaks spanish, so there was no way for them to get the package from the local (B)(6) facility. A rep was sent a new antenna and was planning to meet the patient sometime the following week. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 37791, (B)(4), serial# unknown , product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient never received their replacement antenna due to an address error. The address was corrected and a replacement antenna sent to the patient. No further information reported.